Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that when the users placed pads on the pt a "test load" message was displayed. The users switched to a different defibrillator to continue therapy and there was no impact to the involved pt.